Event description:
In 2008, the lay-user/reporter contacted lifescan alleging that a one touch basic meter was not working properly. The pt was unwilling to provide add'l info when the medical affairs specialist (mas) spoke to her directly about three days later. The pt tests her blood glucose once a day. She takes 4.5 units of novolin 70/30 insulin every morning and 19 units at night. Through troubleshooting, the one touch customer advocate (otca) discovered that the meter was set to the incorrect language. The reporter indicated that the alleged meter issue started on event day at around 8:00-9:00 am. As a result of the reported issue, the pt reportedly skipped her morning dose of insulin. At an unk time after skipping her insulin dosage, the reporter claimed that the pt developed symptoms of "fuzzy" vision. After the symptoms developed, the pt reportedly took an unspecified dose of insulin. The reporter denied that the pt received medical intervention from a health care provider. The otca walked the reporter through correcting the meter's language. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt developed symptoms that can be associated with hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.